Event description:
It was reported during use the bd vacutainer® serum blood collection tubes experienced hemolysis (e.g. Blood sample). The following information was provided by the initial reporter: the customer stated while using the product the "sample had a hemolysis situation." The customer states "they are using their own blood collection needle to collect samples from the cubital vein. After collection, blood is inverted 5-8 times and transfered to centrifuge room, then placed in a symmetrical position."

Manufacturer narrative:
Investigation summary bd had not received samples, but 9 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hemolysis with the incident lot was not observed. The customer provided 9 photos for the investigation. Two show serum pour off tubes. Hemolysis is visible in some of the pour off tubes, however, this complaint cannot be confirmed based on pour off tubes. Three photos show the needle sets used presumably for collection. No information on hemolysis can be seen from these photos. Four photos show bd serum red top tubes. No hemolysis is visible. All tubes look to be underfilled. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to hemolysis were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, hemolysis, because the defects were not evident in the testing of the customer lot samples. Evaluations of both retain and control samples tested were acceptable. All tubes demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to confirm this complaint for hemolysis. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® serum blood collection tubes experienced hemolysis (e.g. Blood sample). The following information was provided by the initial reporter: the customer stated while using the product the "sample had a hemolysis situation." The customer states "they are using their own blood collection needle to collect samples from the cubital vein. After collection, blood is inverted 5-8 times and transferred to centrifuge room, then placed in a symmetrical position."